Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Extended charge times were observed. The cause of the extended charge time is believed to be due to battery performance.